Manufacturer narrative:
A ge service representative performed an on site investigation. The battery and the high voltage cable were replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently displayed a stator error and locked. Up. There was no pt injury or death reported.